Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument's tips were rigid, causing the tissue to catch during movement. It was unknown if there was any tissue injury or intervention required due to the event. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument; however, the failure analysis evaluation has not been completed.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on the grip tips observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument cut and sealed successfully. The instrument was fully functional. No product issue was identified. There are no errors in the logs related to usage of the vse instrument.